Event description:
This pt offered no complaints pre-treatment. After his three hr treatmennt he stated that his stomach felt funny but though it would be alright. He was called the next day by the don. His wife stated he was okkay aand had gone to work.pre-treatment the dialysis machine would not go into conductivity range. The wands in the jugs were switched aand it did go into conductivity. Conductivity was re-checked with a hand-held meter. There was no bicarb in the bicarb jug only ro water. This MDR is being filed on the machine because it came into conductivity with ro water and acid.